Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Reportedly, the customer had been using cold insulin, and not removing residual air from the cartridge. Tandem customer technical support informed customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge, and that the user guide instructs the user to remove any residual air from the cartridge. At the time of call the customer had removed the pump and was using manual insulin therapy.